Event description:
The customer reported the dilution cup overflowed on the ortho provue analyzer. Customer indicated that no contamination of reagents or samples occurred. Results were reported to the physician. No erroneous results were obtained and there were no biohazard exposure. Fluid leak may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site and found fluid in the vacuum lines, a clogged regulator and a clot in the cleaning station/wash station. The fe replaced the wash cleaning/wash station, regulator and electro valve and performed additional repairs to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4)